Event description:
A report was received that the patient was not receiving stimulation. Database analysis revealed high impedances on some electrodes and suggested lead fracture. The patient underwent lead replacement and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm sc-2218-50 (sn (B)(4)). Device evaluation indicated that all of the cables of the lead were completely broken at the bent/kinked location of the lead, approximately 5.62 cm from the proximal end. This location appeared to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint of high impedance. Sc-2208-50 (sn (B)(4)) a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.